Event description:
It was reported that a patient with a diagnosis of aortic valve stenosis and classified as nyha functional class ii underwent an implant procedure involving a transcatheter aortic valve evfxplus-26. The patient had comorbidities including dyslipidemia, previous acute pulmonary edema, a history of smoking, and was receiving ongoing treatments with ace inhibitors, beta-blockers, furosemide, potassium-sparing diuretics, statins, and nao. Chronic atrial fibrillation was identified on electrocardiogram. During the procedure, major access site complications occurred, specifically stenosis at the end of the procedure. This complication required an unplanned percutaneous intervention at the access site, which included percutaneous transluminal angioplasty and stent placement. The complication was assessed as related to the procedure and not related to the device.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date: on (B)(6) 2025; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.